Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
About 5 minutes after the patient was intubated the connector lumen was found deformed. An air leak alarm was activated.the tube was replaced with another immediately. There was no patient harm.